Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012: litigation documents were received which identified part/lot information. The litigation alleges that the patient suffered conscious pain, physical injury, bodily impairment and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a fracture of a competitors stem, pseudotumor and metallosis.